Manufacturer narrative:
(B)(4). The customer returned one cvc kit for evaluation. The returned kit contained no evidence of sealing on the outer pouch. Manufacturing was consulted, and it was determined that the kit did not pass by the sealer, as the machine marks each kit when it is sealed. A device history record review was performed with no relevant findings. The reported complaint of the kit not being sealed properly was confirmed by complaint investigation. The returned kit contained no evidence of a seal. Based on the sample received, it was determined that packaging caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer reports: "the product was not used on a patient. Sterile packaging compromised - no factory seal on bottom edge - inner contents exposed; not sterile". The reported defect was detected prior to use, there was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "the product was not used on a patient. Sterile packaging compromised - no factory seal on bottom edge - inner contents exposed; not sterile". The reported defect was detected prior to use, there was no patient involvement.